Manufacturer narrative:
Date estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two mitraclips devices are filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment (slda), recurrent mitral regurgitation (mr) and heart failure. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to procedure, it was noted that the patient had severe barlow¿s disease and a posterior leaflet flail. Three clips were successfully implanted, reducing mr to grade of 1. On a later date, echocardiography was performed and showed mr had increased to a grade of 4. On (B)(6) 2020, a second procedure as performed. At this time, it was confirmed that the first two implanted clip (91206u145, 91206u146) had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). In an attempt to implant a fourth clip, a steerable guide catheter (sgc) (90723u254) was inserted, but after crossing the septum through the original transseptal puncture, a large thrombus was observed in the right atrium (ra). It was suspected that the thrombus originated in the right femoral vein. After an extensive discussion, the physician decided to proceed with the procedure. However, at this time, the thrombus was no longer visible via transesophageal echocardiogram (tee). It was presumed that the during the discussion, the thrombus had migrated into the right ventricle (rv) or the lungs; however, tee of the rv and pulmonary tree were unable to determine the position of the thrombus. A fourth clip was successfully implanted to stabilize the two slda clips. Mr reduce to a grade of < 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided the reported single leaflet device attachment (slda) is the result of patient anatomy. The reported recurrent mitral regurgitation is the result of the slda. The reported dyspnea and heart failure are the result of the mitral regurgitation. The reported patient effects of recurrent mitral regurgitation, dyspnea and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.